Event description:
Customer reported that a patient sample tested on galileo with capture-r ready screen (crrs) 4 showed strong reactions. However, capture-r ready ID (crrid) gave a negative result.

Manufacturer narrative:
The customer's returned sample, thought to contain anti-e and anti-c, was tested with crrs 4 lot. K040 and crrid lot id051. The sample showed the expected results in crrs. In crrid, some cells reacted as expected and a few cells were nonreactive. Reactivity of the d and the e antigens was confirmed on retention crrid id051.